Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received as patient did not needed help for resolving the issue. No new issue reported.

Event description:
Information was received from a consumer who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient had surgery for pain stimulation last friday and she was trying to activate the device but it seemed like it was not working.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.